Event description:
It was reported to medtronic minimed that the customer experienced report anomaly. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed. The customer reported that carelink professional account was showing an error stating that there is conflicting data for dates 07/17/2024-07/18/2024 and to select a different date range. When an earlier date range was selected, then an error appears stating that there was conflicting data for date 07/10/2024 and to select a different date. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. The customer will discontinue using the application. No product return is required for mmt-7333.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt was made to reproduce the issue by generating reports within the carelink system using the provided username and observed that the issue was reproducible. Additionally, data retrieved from the carelink database was examined to determine if any time change events were recorded in the uploaded data. To assist with the resolution, we provided the helpline with the below feedback. -we informed the helpline about the conflict data error on 21st june from the uploads made on 21st june. We also mentioned that we'll have the development team review this ticket. We created an internal ticket with dev team to investigate further on this issue. Carelink dev team analyzed and observed that the uploaded data cannot be merged due to a data difference between the two uploaded data. The software successfully did not adhere to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc"". (Most likely) root cause: the root cause of this issue is because time line from one snapshot includes time line from second snapshot due to setting datums that are created after uploading snapshot from pump. Analysis summary: carelink dev team confirmed that this issue needs a code fix and would be deployed in upcoming release. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.